Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through a medwatch report: "patient underwent a left total hip replacement in 1997. Patient then developed pain in left hip a couple of months ago, and denied any trauma to the area. Imaging revealed a distal fracture of the femoral stem component of the left hip. The patient required a return to the operating room and an osteotomy to remove the fractured stem. The fractured stem was not sent to pathology or saved.